Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, it was noted a loss of capture and high capture thresholds on the right ventricular (rv) lead. A revision procedure was performed and the pacemaker was removed while the rv lead was surgically abandoned. Both products were replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additionally, it was noted a loss of capture and high capture thresholds on the right ventricular (rv) lead. A revision procedure was performed and the pacemaker was removed while the rv lead was surgically abandoned. Both products were replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The device case was removed to facilitate testing of the internal circuitry. The battery voltage was measured and found to be normal. The battery was removed and an external power supply was attached for current drain testing. No high current conditions were observed. The original firmware was able to be loaded onto the device and the device passed functional testing. No damage was visible on the internal circuitry. The battery was sent for additional analysis; the battery cells were functional and not depleted. Laboratory analysis confirmed the device had reverted to safety mode operation, but despite exhaustive testing, the cause could not be determined.